Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Finished impacting the cup and when I was pulling robot back I noticed the impaction platform was cracked and then it fell apart. Case type: tha.

Event description:
Finished impacting the cup and when I was pulling robot back I noticed the impaction platform was cracked and then it fell apart. Case type: tha.

Manufacturer narrative:
It was reported that finished impacting the cup and when I was pulling robot back I noticed the impaction platform was cracked and then it fell apart. Product inspection could not be performed as the product was not available for evaluation. Review of the device history records indicate 104 devices were manufactured under lot 45010216 and accepted into final stock on 05/26/2016. No non-conformances were identified during inspection. A review of complaints in catsweb and trackwise related to p/n 206270, lot 45010216 shows 04 additional complaints related to the failure in this investigation. The complaint is pr (B)(4). The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.